Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: when the peel away was split using the handles, the handle broke away from the sheath.

Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and lidstock for evaluation. The sheath body was separated along the score lines down the body. One sheath tab was returned. Microscopic examination revealed the sheath tab did not contain any evidence of the sheath body, indicating they were not secured correctly. The sheath body measured to be 3.09" which is within specification. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of damage to sheath tip." The customer report of sheath separation was confirmed by complaint investigation. The returned sheath body was separated from the sheath tab. The tab contained no remnants of the body, indicating they were not secured correctly. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that manufacturing caused or contributed to this issue. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports: when the peel away was split using the handles, the handle broke away from the sheath.